Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV," "lymphadenopathy," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lymphadenopathy, granuloma, silicone migration, material rupture, and anxiety.

Event description:
Patient representative reported "grade 4 capsular fibrosis", "implant rupture", "lymph nodes are already significantly enlarged", "numerous lumps", "numerous siliconomas" diagnosed via MRI and ultrasound "suffering from severe psychological stress, in particular the great fear of developing cancer". This record is for the right side. Device was explanted.